Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. A product experience report was received on (B)(6) 2016 stating that the lead exhibited oversensing and pacing inhibition of less that 2 seconds asystoe. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).